Event description:
Dr, facility alleges that dialyzer leaked from arterial port during treatment. Arterial side blood was returned per unit protocol. Treatment was stopped and a new setup was put in place. Treatment was resumed w/o any further difficulty. Ebl > 100 cc. No pt involvement reported.